Manufacturer narrative:
The reported issue was confirmed. The root cause identified is operator error during servicing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation the alarm 41 (low internal flow) occurred during initial testing. This was found to be a faulty flow meter. During the replacement of the flow meter a wire from the I/o manifold harness was inadvertently ruptured in an arctic sun device.

Event description:
It was reported that the during sample evaluation the alarm 41 (low internal flow) occurred during initial testing. This was found to be a faulty flow meter. During the replacement of the flow meter a wire from the I/o manifold harness was inadvertently ruptured in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.